Event description:
Sfa stenting-patient enrolled in trial in another country. Severe distal embolization during procedure reported. Non-specified permanent injury to patient reported.

Manufacturer narrative:
Reference MDR 2183870-2008-00242 for other protege everflex used in this procedure.